Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and inadequate capture threshold. The lead was explanted and attempted to be replaced. During the lead replacement procedure, after implanting the new ra lead, it was noted that the lead exhibited low sensing and failure to capture. A new ra lead was attempted to be implanted, and it was noted that the lead also exhibited low sensing and failure to capture. The leads were ultimately not used, and the dual chamber pacemaker was downgraded to a single chamber pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.